Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility rep reported "unexpected infusion results" during infusion/pt use. The nurse on call during this event stated this was a transfusion of lipids. The pt was supposed to get 1/2 of the bag, however, the pump infused all the fluid. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.